Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction issue. Per review of wo on 03dec2025, there was no patient involvement. Per sample evaluation results received via task on 16dec2025, it was reported that the alert 113 reduced water temperature control, the t4 temperature did not decrease, chiller piping was found to be freezing. Issue with the chiller pump was confirmed.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported issue is confirmed. The root cause is a failed chiller pump. The device was evaluated upon receipt. During testing, the chiller assembly¿s piping was found to be freezing, and an issue with the chiller pump was confirmed. The chiller pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction issue. Per review of wo on 03dec2025, there was no patient involvement. Per sample evaluation results received via task on 16dec2025, it was reported that the alert 113 reduced water temperature control, the t4 temperature did not decrease, chiller piping was found to be freezing. Issue with the chiller pump was confirmed.